Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had initial surgery in 2018. Patient had enhancement in (B)(6) 2019 and presented on (B)(6) 2019 with epithelial ingrowth in left eye. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). A flap lift and rinse was done. The patient complained of peripheral light spectrum and reported the vision was unacceptable for reading however, when asked if symptoms are lasting and disabling and/or significantly interfering with daily activities patient answered they are not. Bcva from (B)(6) 2018: right eye pre-op 20/20 -1.25 x -1.25 x 100, left eye pre-op 20/20 1.75 x -1.50 x 93. Bcva from (B)(6) 2019: right eye post-op 20/20 .25 x .00 x 90, left eye post-op 20/20 -.25 x -.25 x 76.

Manufacturer narrative:
Correction: b3 - (B)(6) 2019.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.